Event description:
It was reported that the device exhibited a continuous beeping, would flash red, and would shut off. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9 date returned to manufacturer: 20-dec-2023 device evaluation: one device was returned for analysis in used condition. Visual inspection showed the lens was scratched, the battery door was broken and the battery compartment was corroded. Functional testing duplicated the reported issue. It was found the device alarmed, flashed red and then powered off. The investigation determined that a contaminated main board was the cause of the reported issue. The main printed circuit board was replaced to correct the issue. Service history review identified the complaint was not related to a previous service of the device within the review period.